Event description:
On (B)(6) 2015, I had essure implants placed. The doctors said I would be fine that day. One week later, I am still experiencing severe pelvic pain while taking 2400 mg of ibuprofen daily along with 100 mg of hydroxyzine and 200mg of trazodone to relax me enough to sleep for a few hours. I continue to call the doctor and nurse line and I'm having an appointment with the pain clinic tomorrow. The doctor and nurses say that people just are not in pain after essure. I am here to tell you that yes, spasming and cramping pain does continue after the procedure.